Manufacturer narrative:
Date rec'd by MFR: 10jul2019. The customer confirmed the oxygen accuracy issue. The customer reported replacing the flow sensor assembly to address the reported problem. The unit was returned to service. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No part was returned to failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 25 sep 2019. The part was returned to the manufacturer for failure investigation. It was determined that the submitted unit failed due to airflow sensor caused by u1 drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit was failing performance verification test(pvt) 7, oxygen accuracy test at the 100% setting. There was no patient involvement.